Event description:
The advocate stated her son received a blood glucose reading of 580mg/dl from the contour next link, and a reading of 170mg/dl from a different meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Only the meter information was provided. Replacement test strips and meter were sent to the customer.